Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient developed a rash, redness, inflammation/swelling, pimples extending beyond the patch perimeter. The patient had peeling skin and pain in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient parent consulted a health care provider who prescribed an oral antibiotic medication (zithromax unspecified tablets for 5 days) and a topical steroid (flonase spray and hydrocortisone cream). At the time of the follow up report, although a scar was reported, the reaction site is slowly improving, but has not fully healed and would therefore still be in the healing phase with no indication of permanent scarring yet. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).